Event description:
Litigation alleges patient suffered pain and suffering and excessive levels of chromium and cobalt as a result of the implantation with the asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient suffered pain and suffering and excessive levels of chromium and cobalt as a result of the implantation with the asr hip implant.***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Reason for revision is unknown at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 3/22/2013- ppd and medical records received. Revision operative notes state that the patient requested the revision and that upon revision, synovitis was noted. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.